Event description:
The patient reported that the intrathecal pump was alarming. The pump was examined and found to be stalling. The manufacturer was contacted but did not have any solutions at the time. The pump was explanted due to the malfunction.